Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock lead impedance measurements on this right ventricular (rv) lead, which had been rising gradually, were high and out of range. It was noted that pacing thresholds had also been increasing. The associated implantable cardioverter defibrillator (ICD) had delivered anti-tachycardia pacing (atp) but no shocks. Boston scientific technical services (ts) recommended delivery of a commanded, 41j shock to confirm actual value. Shock lead impedance testing was performed and measurements returned to within normal limits. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that, during a scheduled device changeout procedure, this right ventricular lead exhibited high, out-of-range impedance measurements. The associated device declared a code indicating an open lead condition. The lead was surgically abandoned. No additional adverse patient effects were reported.